Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Upon insertion of the sheath, resistance was felt. The sheath was removed and the vessel was predilated with a 16f dilator. The sheath was inspected prior to use and was discarded due to a ¿distal tip split.¿  a new sheath was inserted without issue. No patient injuries were reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected.  During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis.  All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It should be noted that the complaint device was never advanced to patient¿s vessel and changed out for a new sheath with no patient harm. The complaints for sheath insertion difficulty in patient and sheath distal tip split were unable to be confirmed due to the device and relevant photographs not being returned for evaluation. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Review of lot history and DHR provided no indication that a manufacturing non-conformance would have contributed to the reported events. Furthermore, a review of manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was the source of the complaints. Review of IFU/training manuals revealed no deficiencies. As no abnormalities were observed during device removal from packaging, it is possible that procedural factor contributed to the complaints. Based on the event description, it is likely that the insufficient incision at the access site caused the sheath to get caught on the skin nick. This would have created difficulty during sheath insertion and the force applied to overcome the perceived insertion difficulty could have damaged the sheath tip, creating the split. Subsequently, once the skin nick was made larger after the vessel was pre-dilated with a 16f dilator, no difficulty was encountered. As such, available information supports that procedural factors (incision size, sheath caught on skin nick) may have contributed to the observed insertion difficulty and the resulting sheath distal tip split. The complaints were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the events were likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for june 2019 revealed that the occurrence rate did not exceed the control limits for the applicable trend categories.  As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.